Event description:
In 2009, pt's mother reported pt's meter was reading "hi". On call back four days later, pt's father reported they are not sure what caused the elevated readings but they did call the pt's doctor that day and he suggested they bolus more insulin. Father reported the pt's highest reading was "hi"; they bolused and the readings began to drop to 541 mg/dl. Then 340 mg/dl and eventually to 184 mg/dl. Father stated the pt's readings are now back to normal. Father reported the pt ate a doughnut that morning which may have been what affected her readings. He stated the pt did bolus for it. Father reported the pt's mother had her change the infusion tubing, site and cartridge of insulin. Pt's target blood glucose range is 70-140 mg/dl. Father reported the infusion device did not give any error messages to indicate a malfunction and the history appeared correct when they checked it. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.